Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to head trauma. It was also reported that the package of the implant rotated with half of the array pulled out. However, the remaining electrode in the cochlea was functional. The patient was reimplanted with another cochlear device during the same surgery.